Event description:
On (B)(4) 2013, the reporter, the patient's mother contacted animas and alleged the following: patient had a blood glucose bg of 42 mg/dl after getting home from school yesterday and complained of bellyache. Mother is not implicating defect in pump, but reports the school nurse has orders other than what is programmed in pump, and uses a calculator to figure up doses, then gives insulin via normal bolus feature. Mother does not know what the orders are that school nurse has. Mother is upset that nurse at school does not let pump figure up the doses. Mother feels school nurse gave patient too much insulin at lunch causing bg to drop. Mother reviewed bolus history and states patient received 4.8 units at lunch. Mother states it was given by normal bolus. Unknown how many carbs were eaten. I:c ratio in pump per mom: 1:17 for lunch, isf 75mg/dl, target bg 110mg/dl +/- 30. Customer technical support (cts) advised mother to reach out to the health care professional (hcp) about the school's orders and to discuss plan with hcp. Mother states she has appointment next month with hcp, and cts advised her to reach out to hcp before then. Mother does not want to review pump; patient and pump are at school. Mother states she has already reviewed all pump settings and all are programmed as desired. There is no indication of pump malfunction. This complaint is being reported due to the allegation that a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2014 with the following findings:daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.